Manufacturer narrative:
Add'l MFR narrative: internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed.

Event description:
Customer complains a blood leak after starting treatment. No add'l info available. No harm for the pt.